Event description:
It was reported that the patient received inappropriate therapy due to far p oversensing. A chest x-ray showed that the lead had dislodged into the svc. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.